Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error b30(scope communication error) and 216(scope communication error) during a colonoscopy diagnostic procedure involving an olympus colon videoscope. There was no patient injury reported.